Manufacturer narrative:
These events occurred during an unspecified date in (B)(6) 2018. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume infusors underinfused the desired medication. These events were discovered during patient infusion. The infusors were filled with flucloxacillin 6000mg in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.